Event description:
The customer reported that the system failed during a procedure. The field engineer noted that the error log showed several instances of kv on in and ma on in errors. The kv on in error will likely cause the system to shut down uncommanded. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on backplane, ffb and control panel processor was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.